Manufacturer narrative:
The customer did not record the serial number and therefore could not identify the bed for evaluation.

Event description:
It was reported that the bed had reduced brake force. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.